Manufacturer narrative:
Concomitant medical products: product ID: 5071-53 lead, implant date: (B)(6) 2015; product ID: dtba1d1 crt-p, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.